Event description:
It was reported that the pt's pump was programmed to deliver dilaudid. The pt had recently experienced a decrease in therapy and an increase in pain. Two attempts were made to aspirate the catheter and they were unsuccessful. A decision was made to replace the pump and catheter. When the catheter was removed, the distal portion of the catheter was sheared off and remained in the pt. A new catheter was implanted, but the hcp was unable to get cerebral spinal fluid and then noted that there was a leak in the catheter too. That catheter was removed and another was implanted. The pt recovered without sequela. See manufacturer's report 36000030-2007-04364.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.